Manufacturer narrative:
The customer reported that the rns (remote network station) does not power on. The device involved in this event has not been returned to date to allow for an evaluation to be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) does not power on.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network station) does not power on. The unit was evaluated and the reported problem was duplicated. The customer has been sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.